Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. It was reported the patient had recently fallen. There was a concern the lead had fractured. An invasive procedure was performed and the lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.